Manufacturer narrative:
The initial MDR was filed as manufacturer¿s report# 3007566237-2017-00675. (B)(4).

Event description:
Follow up information received from the manufacturer¿s representative reported that the primary reason for the revision/replacement procedure was because the patient wanted to get better pain coverage around their nose and forehead area. The date of the event issue was unknown. Some of the device accessories were replaced during the procedure (e.g., dbs lead, extension, scs lead) and the ins was repositioned. It was noted that the ins rubbing on a bony structure was a secondary reason for the revision procedure as the primary goal of the 4 hour revision procedure was to improve pain coverage around the patient¿s nose and forehead areas. The outcome of the procedure was that the patient¿s pain areas were covered and there were no complaints regarding the ins rubbing on bony areas anymore. The patient had been in for minor adjustments to the programming since the revision (worked with multiple manufacturers¿ representatives) and had been doing good with no complaints.

Event description:
Information was received from the manufacturer¿s representative regarding a patient implanted with a neurostimulator for trigeminal nerve pain. It was reported that the patient was to have a revision on (B)(6)2017 of their implantable neurostimulator (ins) as was it was rubbing against a bony structure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.